Event description:
Healthcare professional reported injecting a patient in the jawline with juvéderm® volux¿ xc and in the face with an unspecified ¿allergan products.¿ six to eight weeks later, the patient also received their covid-19/flu shot and had a wisdom tooth pulled at this time and then developed ¿nodules¿ bilaterally. The patient was given antibiotics for the tooth. The filler was dissolved over the course of 2 months. While there was some relief, the nodules returned in a smaller size. The patient also experienced ¿mild swelling¿ at the injection site. Event is ongoing. This file captured the unspecified ¿allergan products,¿ conservatively captured as unspecified juvéderm®.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.